Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during a dilation procedure. According to the complainant, the dilation was completed with this device, however the balloon would not deflate enough to be removed from the endoscope. The endoscope was re-inserted, and they noticed a piece of the exit marker had detached in the stomach. The fragment was retrieved from the patient using forceps and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.